Manufacturer narrative:
No information relating to the device lot number and/or related information could be collected. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown . Unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false outcome.

Event description:
Customer feedback : customer had a false negative on may 19 @10am, later went to (B)(6) took a pcr and was positive.